Event description:
On (B)(6) 2019, a customer in (B)(6) reported re-testing their ac2 results in accordance with (B)(4). They found one sample that gave an ac2 result of 15 rlu was detected as act positive. Sequencing confirmed a point mutation of 23s, position (B)(4).